Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high capture threshold. Several positions were attempted but the same issue resulted. The lead was not implanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.